Manufacturer narrative:
Lumenis has just become aware of this reported event and is currently investigating. A follow up MDR will be submitted.

Event description:
It was reported by a foreign user facility that during a robotic pelvic lymphadenectomy procedure in which a lumenis endure fiber and lumenis robotic drop-in guide was being utilized, two endure fibers had broken during the procedure. No patient complications reported as a result of this event.

Manufacturer narrative:
**** (B)(6) 2018 **** a review of subject device labeling, ((B)(4) - endure fiber instructions for use), revealed that on page #11 is a section for intraoperative endure fiber tip renewal. According to the fiber photos which were received with the alleged complaint, the fiber appeared to be frayed at the proximal end. Had the fiber been cut, stripped, and scored again according to the user manual, the procedure would likely have been able to continue with the same fiber, and the same malfunction would not likely lead to 'serious injury' should it recur. A two year historical review of endure fiber complaints does not show this malfunction as ever having led to an injury. Although the fiber was not returned for analysis, lumenis believes device operator failure to follow subject device IFU to be the determined probable cause of the event reported. Should new information become available the complaint file will be reopened and updated accordingly.